Event description:
The user received analyzer alarms and a questionable ion selective electrode (ise) sodium result for one patient sample from the integra 400 plus serial number (b)(64). The original result was 122 mmol/l and the repeat result from the integra 400 plus serial number (B)(4) was 128 mmol/l. The original result was reported outside the laboratory but the patient was not treated based on the discrepant result as the repeat result was reported within 10 minutes of the original result. The patient was not adversely affected. Upon evaluation of the analyzer, the field service representative determined there was a fluidics failure of the air mix/dry tubing and the tubing for the air intake for the air mix/dry pump was pinched shut causing a low mix/dry pressure. He replaced the pinched tubing and adjusted the pressure to the correct setting. To verify the analyzer operation, he ran calibration and quality control with results within the specifications.